Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the IV set vented ard ap ss flow non-pvc ind experienced a case of leakage and 12 cases of flow issues. The following information was provided by the initial reporter: dr. Says first day IV set very good second day slow output start & leakage start on y port. She says tpn, normal antibiotics were used. She is not happy with our product.

Event description:
It was reported that the IV set vented ard ap ss flow non-pvc ind experienced a case of leakage and 12 cases of flow issues. The following information was provided by the initial reporter: dr. Says first day IV set very good second day slow output start & leakage start on y port. She says tpn, normal antibiotics were used. She is not happy with our product.

Manufacturer narrative:
H.6. Investigation: no samples were received for investigation. Customer has indicated that they observed leakage from the y-port of a 388016 and that they experienced flow restriction when using a 388016 product to infuse tpn or antibiotics. The flow restriction was observed on the second day of infusion. Further information provided by the customer indicates that the leakage was observed after approximately two days of infusion and that no damage was visible. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation; however as the leakage was observed after two days of infusion, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 1013749 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.